Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was non-malignant pain. The reporter believed the concentration/dose was .25 per day. It was reported that the patients pump had been alarming and not working for about a week. The date (B)(6) 2018 is considered an approximate date of event (month and year known only). The alarm was described as being very low and went unnoticed by the patient at first. It was confirmed that the alarm heard was the critical pump alarm. The patient had never heard the pump alarm in the past. It was reported that at a previous pump appointment the healthcare provider (hcp) informed the patient that he would need a replacement in about a year due to the normal longevity of the device. It was noted that the patient had thought he had the flu all week but actually thinks its withdrawal. The patient didn't have anything other than the pump (no opioids/oral medication left).the patient was directed to get the pump checked by a hcp, the patient reported that he currently did not have a hcp. A physician listing was emailed to the patient. No further complications have been reported as a result of this event. (B)(6)2018, (B)(4) (con): on (B)(6) 2018 the consumer further reported that the patient had been calling the doctors on the list previously provided, but had been unable to find a doctor to help him service the pump. The patient was going through withdrawals and stated, "I need you guys to call someone's office just to get it going¿. It was further stated that ¿they don't have to treat me, but someone's gotta do this". The patient went to emergency room (ER) by ambulance last night because of his "chest and everything else and was not breathing". The patient was stuck at home alone, with no family; "nobody". The patient was in the third day of going through withdrawals and it was described as not a pleasant thing. It was noted that no one wanted to deal with it right now. The patient mentioned he's a good christian and that he was not even himself stating "all I know is someone better do something, I'll cut it out of myself". The patient stated, "this is ridiculous I'm tired of suffering". The patient wanted this thing out of them. The patient was going through psychological issues and hallucinations. The patient was described as mumbling. The call was disconnected and no further information was obtained. No interventions were mentioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated that the patient was having difficulties locating a healthcare provider. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the stall was unknown; spontaneous stall. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the patient was going to be seen today and requested an updated pump off code be sent. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2018. It was noted that the pump was delivering dilaudid [25 mg/ml] at the minimum rate. It was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI (magnetic resonance imaging). It was stated that the pump had just spontaneously stalled. It was reported that the motor stall was active, and a "stopped pump period may exceed tube set" message had occurred. The event date was reported as (B)(6) 2018. It was stated that the plan was to not replace the pump, and that they had planned to wean the patient off the intrathecal medication. The healthcare provider requested the pump-off password, and the password was provided. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.